Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 1a endoleak with sac growth, which is confirmed from the discharge summary. Device, user, procedure or anatomy relatedness of this complaint was not able to be determined. Procedure related harms for this complaint were not able to be determined. The patient has refused further treatment and will continue to be monitored. No procedure related harms were identified. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 1a endoleak was reported with aneurysm sac enlargement during routine follow-up. Another suprarenal stent graft extension was implanted to resolved this event. This event was previously reported under 2031527-2018-00904. Now approximately eight months post re-intervention, an endoleak of indeterminate origin with sac growth has been reported. The patient / family has refused treatment. The patient is being monitored. Additional information: the reported endoleak of indeterminate origin was identified to be a type 1a endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 1a endoleak was reported with aneurysm sac enlargement during routine follow-up. Another suprarenal stent graft extension was implanted to resolved this event. This event was previously reported under 2031527-2018-00904. Now approximately eight months post re-intervention, an endoleak of indeterminate origin with sac growth has been reported. The patient / family has refused treatment. The patient is being monitored.